Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying the customer was using the correct kit and components, verifying the customer was washing parts according to the instructions for use, verifying that the parts were dry when pumping; verifying that the customer did not have a milk backup, along with disconnecting and reassembling the kit and tubing. Customer service also verified breast shield fit. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/19/2021, (which became the aware date) the customer indicated that she was diagnosed with mastitis on (B)(6) 2021 and started on an antibiotic. Additionally she indicated that she is feeling better and no longer has systemic symptoms. She also indicated that the erythema and swelling have improved. The customer also stated that she received the replacement pump and it has been working much better. The device was evaluated on 07/29/2021, with the customer's parts and accessories and device passed suction and cycle specifications. It was noted in the evaluation that the device was making a noise but it did not affect the suction of the pump. Based on the results of our internal investigation (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump had low suction and makes a swooshing noise. On (B)(6) 2021, the customer called back as the replacements parts sent to her did not resolve the suction issue with the pump and she developed mastitis and had a doctor appointment that day.